Event description:
Philips received a complaint on the device efficia dfm100 indicating that device has defect in the reading failure in the quality signal of the blades. Device is outside of clinical use. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by fse (field service engineer) which included determining that dfm100 assy processor anddfm100-cbl ui to processor mix failure. The fse (field service engineer) replaced ¿pn 453564489071 dfm100 assy processor and pn 453564844311 dfm100-cbl ui to processor mix ¿ to solve the issue.